Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was returned within the protective hoop. The lot number was confirmed with the returned packaging. During visual inspection, the device was inspected and no defects were noted. No other anomalies were noted. During functional inspection, the retriever advanced through the microcatheter with no friction. The reported defect was not confirmed; however the analysis results are consistent with the event. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported defect was not confirmed; however the analysis of the related complaint indicates some procedural issues were encountered during use. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore an assignable cause of procedural factors will be assigned to the reported events. The reported patient complications and patient stroke are known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned.

Event description:
It was reported that during the procedure for treating an acute ischemic stroke in the left middle cerebral artery, the subject stent retriever could not be advanced anymore or withdrawn from inside the catheter. The physician withdrew both the subject stent retriever and catheter from inside the patient anatomy as he considered the subject stent retriever to be damaged. This event resulted in a thirty- minute surgical delay during the procedure and the physician assumed the patient suffered a large area of cerebral infarction and passed into a coma from the surgical delay. There is no direct relationship between the device and the adverse event, but the physician thought that the patient with large area cerebral infarction because of the surgical delay. The procedure was completed successfully with another product. No further information is available.

Event description:
It was reported that during the procedure for treating an acute ischemic stroke in the left middle cerebral artery, the subject stent retriever could not be advanced anymore or withdrawn from inside the catheter. The physician withdrew both the subject stent retriever and catheter from inside the patient anatomy as he considered the subject stent retriever to be damaged. This event resulted in a thirty- minute surgical delay during the procedure and the physician assumed the patient suffered a large area of cerebral infarction and passed into a coma from the surgical delay. There is no direct relationship between the device and the adverse event, but the physician thought that the patient with large area cerebral infarction because of the surgical delay. The procedure was completed successfully with another product. No further information is available.